Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 01-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl (unknown dose and concentration) and bupivacaine (unknown dose and concentration) via an implantable pump for post laminectomy syndrome and non-malignant pain. It was reported on (B)(6) 2019 the patient reported increased pain in the back. A catheter dye study (cds) was performed. The results were normal and the pump system was intact and functional. No action was taken. The outcome of the event was noted as ongoing. It was noted that the device was implanted on (B)(6) 2019. The clinical diagnosis was increased pain. The patient's weight was (B)(6). The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was possibly related. The event date was (B)(6) 2019. Additional information received from a healthcare professional (hcp) via a clinical study indicated the clinical diagnosis was updated to increased pain in upper, middle, and lower back. The relatedness to the drug (fentanyl) was possibly related and the drug action that caused the event was an increased dose. It was noted that the fentanyl was increased to a dose of 400 mcg/day. Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient was receiving fentanyl 500 mcg for a total dose of 200.14116 mcg/day and bupivacaine 5 mg for a total dose of 2.00141 mg/day. Additional information received from a healthcare p rofessional (hcp) via a clinical study reported a catheter access port (cap) contrast study performed on (B)(6) 2019 was normal. On (B)(6) 2019 a cap contrast study was performed and was normal. The device was reprogrammed where the morphine to fentanyl ration was doubled on (B)(6) 2019. On (B)(6) 2020 a cap contrast study was performed and was normal. On (B)(6) 2020 a catheter revision was performed to advance the catheter to c2. On (B)(6) 2020 for a follow up pump visit the oxycodone dose was lowered. It was noted it was still painful and was rated a 9/10. No further complications were reported.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2019 a catheter revision was performed where the catheter was repositioned. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study on 2020-sep-16. It was reported that on (B)(6) 2020 the patient indicated there was no report of pain in back and the catheter was supporting her c2. The event was considered resolved without sequelae on that date.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2020 the patient reported pain at a 9/10. It was noted "nsf." It was noted the pump was reprogrammed where the bupivacaine was increased on 2020-jun-02. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported fluoroscopy on (B)(6) 2020 revealed the catheter tip migrated from c2 to t1. The migrated catheter was repositioned on (B)(6) 2020. On (B)(6) 2020, the patent reported it was still very painful (9/10). It was noted the bupivacaine would be increased at next syringe. No further complications were reported.